Event description:
The bile bag was improperly mfg. The drainage end of the bag with flutter valve was connected to the bottom outlet which wouldn't allow complete drainage. Normally the valve is at the top of the bag with connector.